Event description:
Customer reported that there was a malfunction with the insulin pump, identified as malfunction 13-0x2142. It was unknown whether the customer's blood glucose level exceeded 500 mg/dl, with no additional blood glucose data provided. Technical support confirmed that the pump was still under warranty, informed the customer about the necessary replacement, and ensured that a new pump was sent. The customer was given instructions on returning the malfunctioning pump with a pre-paid label and box, but declined to disclose their backup insulin therapy plan.